Manufacturer narrative:
Unable to create issue, the bur wobbles and is loose, but not falling out. The device was replaced.

Event description:
It was reported that a midwest push button latch type head contra angle won't hold burs; no injury resulted.